Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient experienced a sudden loss of coverage on (B)(6) 2015. Electrode impedance was measured at 3v in different positions. Depending on the position, a variety of different contacts showed impedance values of >40,000 ohms. For example, while the patient was lying back, contacts 9, 10, and 15 all showed >40,000, and 12 and 13 were high but not out of range. It was noted that the implant was on. The patient reported that they had a fall in (B)(6), though they didn't lose coverage until (B)(6). The patient was going to follow up with their health care provider. Additional information has been requested regarding troubleshooting and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental was sent for new information indicating the leads were at fault. The patient and device codes no longer apply to this report. (B)(4).

Event description:
Additional information received regarding this event indicated that the leads of the system were at fault so a revision was scheduled. For any further information regarding this event see regulatory reports numbers 6000153-2015-00628 and 6000153-2015-00629.